Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was powered off while it was in use. There was no harm or injury reported. The ventilator was evaluated by a field service engineer, and it was observed that unit over 10 days on ac power and on battery power, but unit did not shut off. The device's system board was replaced to address the issue.

Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was powered off while it was in use. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.